Event description:
It was reported that after a da vinci-assisted benign hysterectomy surgical procedure, the monopolar curved scissors (mcs) instrument was opening when it was supposed to close and vice versa. A backup instrument of the same kind was used to complete the procedure with no patient harm.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found that the blades were moving in the opposite direction when the master tool manipulator's (mtm's) were manipulated. Visual inspection found no signs of physical damage at the distal or proximal. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument would move in the yaw and pitch motion as intended, but the blades would close instead of open and vice versa. An in house monopolar was tested and followed the mtm input commands smoothly and the blades opened and closed as intended. The complaint was confirmed by failure analysis.

Manufacturer narrative:
The monopolar curved scissors (mcs) instrument was further evaluated by a failure analysis engineer (fae). The initial findings were confirmed. The instrument was given to manufacturing for further review and it was identified that the cables experienced a workmanship issue in which they were mis-cabled, resulting in the blades moving in the opposite direction than intended. Manual articulation confirmed that the blades corresponded to the opposite input disk when compared to an in-house instrument. Refer to annex c and annex d for updated codes based on the additional analysis of the instrument.

Event description:
Refer to h10/h11 for follow-up information.